Event description:
At the operation, when the surgeon inserted the stem with centralizer into the femur, the wing of the centralizer was broken and debris of the wing came out of the canal with the cement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.